Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("bruises") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal, contusion and blepharospasm outcome was unknown. The reporter considered blepharospasm, contusion and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- blepharospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. Reporter added. Event eyelid twitching added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("bruises"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered contusion and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("bruises"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered contusion and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information available from our investigation will be provided in a supplementary report.